Event description:
The customer reported that the insulin pump alarmed motor error during a bolus. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI. Ran a displacement and self test and they passed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The customer's glucose reading at time of call was 298mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the displacement test passed.